Event description:
The customer reported that the device lost power during a patient event. The bls crew received a medical call for witnessed patient difficulty breathing and arrived at the scene within three minutes. The device was connected and reached no shock advised decision three times before it lost power. The patient was reported to have an asystole rhythm. It is unknown if the crew attempted to turn the device back on. The crew administered CPR until they transferred the patient to the paramedics approximately five minutes later who connected the patient to a second defibrillator. Drugs were administered and the patient received a defibrillation shock. The paramedics continued providing care to the hospital emergency room where the patient was pronounced dead on arrival (doa). The patient was not revived. There were no further details on the event and/or the patient provided. Physio-control's clinical review of the reported event determined that the device use did not contribute to the patient outcome as the patient ECG was asystole.

Manufacturer narrative:
(B)(4): the customer had the device evaluated by the third party biomed who informed that the device randomly lost power during testing. Physio-control evaluated the device and was unable to duplicate the reported problem. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. A conclusive cause of the reported event could not be determined.